Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was advised to go to the emergency room (ER) due to a possible peritoneal infection on (B)(6) 2023. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. Although the exact timeline of events is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient is being treated with intravenous (IV) antibiotics (drug, dose, duration, frequency not provided) and is recovering from the events (abdominal pain resolved). The patient has permanently transitioned to hd without issue and remains hospitalized while an outpatient hd chair is located. Per the patient, the cause of the peritoneal infection was never determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was advised to go to the emergency room (ER) due to a possible peritoneal infection on (B)(6) 2023. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. Although the exact timeline of events is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient is being treated with intravenous (IV) antibiotics (drug, dose, duration, frequency not provided) and is recovering from the events (abdominal pain resolved). The patient has permanently transitioned to hd without issue and remains hospitalized while an outpatient hd chair is located. Per the patient, the cause of the peritoneal infection was never determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, and the permanent transition to hd. The etiology of the patient¿s peritoneal infection is unknown; therefore, causality could not be firmly established. Limited follow-up precluded a more in-depth investigation into the events; however, those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 30/nov/2023 during follow-up, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was advised to go to the emergency room (ER) due to a possible peritoneal infection on (B)(6) 2023. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. Although the exact timeline of events is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient is being treated with intravenous (IV) antibiotics (drug, dose, duration, frequency not provided) and is recovering from the events (abdominal pain resolved). The patient has permanently transitioned to hd without issue and remains hospitalized while an outpatient hd chair is located. Per the patient, the cause of the peritoneal infection was never determined.